Event description:
It was reported that while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill, there was excessive growth in plates across two different lot numbers. No patient impact reported. The following information was provided by the initial reporter: "gram-negative germs (p. Aeruginosa) are growing on lot 3116135 of our sabouraud plates. This lot was close to the expiration date (27-7) but when re-inoculated on lot 3150057 with expiration date only at the end of august, they are still growing. This obviously makes detection of yeasts in these samples very difficult."

Manufacturer narrative:
There were two lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3116135. D4. Medical device expiration date: 27-07-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: 29-08-2023.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) regarding bd sabouraud agar with gentamicin and chloramphenicol, catalog number 254041, lot numbers 3116135 and 3150057 with respect to performance issue. Event description: it was reported that growth of pseudomonas aeruginosa is growing on bd sabouraud agar with gentamicin and chloramphenicol, catalog number 254041. Complaint history review: the complaint history was reviewed, and no similar complaints were reported for the affected lot numbers. A trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed in a performance test using staphylococcus aureus atcc 25923, escherichia coli atcc 25922 and pseudomonas aeruginosa atcc 27853. No deviation was detected, and growth was still inhibited after 7d at 25-28°c incubation. No return samples were provided. Pictures illustrating growth on the agar were shared. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and additionally, the retest performed on the retain samples with staphylococcus aureus atcc 25923, escherichia coli atcc 25922 and pseudomonas aeruginosa atcc 27853 was satisfactory. Since no trend was identified and no process deviation could be detected, further actions are not indicated at this point. Based on the above-mentioned investigations and testing, we cannot confirm this complaint. However, bd will continue monitoring incoming complaint with similar failure mode.

Event description:
It was reported that while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill, there was excessive growth in plates across two different lot numbers. No patient impact reported. The following information was provided by the initial reporter: "gram-negative germs (p. Aeruginosa) are growing on lot 3116135 of our sabouraud plates. This lot was close to the expiration date (27-7) but when re-inoculated on lot 3150057 with expiration date only at the end of august, they are still growing. This obviously makes detection of yeasts in these samples very difficult."

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3150057. B5. It was reported while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill, there was excessive growth for an unknown number of samples. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill, there was excessive growth for an unknown number of samples. There was no report of patient impact.